Event description:
It was reported that on 14oct2014, a pre-operative chest x-ray was completed prior to a generator box change procedure, and within the pocket the right ventricular (rv) lead had twisted four times, with the twists tightly wound, presumably consequent to twiddling. This was "unravelled", one twist at a time and it was evident that at the twist closest to the vein tie, there had been some gouging of the insulation of the lead, although there was still insulation that was intact over the inner portion of the lead. The lead was disconnected from the generator and the lead parameters were checked and confirmed stable. Given the circumstances, it was considered best to try and provide additional insulation to this rv lead rather than electively introducing a new rv lead with the attendant ongoing risks of twiddling. A repair kit was opened and two lengths of insulation were cut open and glue was applied to the entire length of the insulation which was then placed sequentially along the length of the lead between the vein sleeve and the yoke. A series of 0-silk ties were then made along the length of the lead to hold the insulation and glue in place. The parameters were rechecked and noted stable and unchanged. During a recent routine check on 09fe2022, this rv lead exhibited high out of range shock impedance measurement, measuring greater than 200 ohms. The rv threshold was increased and pacing impedance was stable. Patient isometric testing was performed with the patient performing arm movements in the clinic showed no change. The device was reprogrammed and the plan is to continue monitoring this patient. No additional adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that on 14oct2014, a pre-operative chest x-ray was completed prior to a generator box change procedure, and within the pocket the right ventricular (rv) lead had twisted four times, with the twists tightly wound, presumably consequent to twiddling. This was "unravelled", one twist at a time and it was evident that at the twist closest to the vein tie, there had been some gouging of the insulation of the lead, although there was still insulation that was intact over the inner portion of the lead. The lead was disconnected from the generator and the lead parameters were checked and confirmed stable. Given the circumstances, it was considered best to try and provide additional insulation to this rv lead rather than electively introducing a new rv lead with the attendant ongoing risks of twiddling. A repair kit was opened and two lengths of insulation were cut open and glue was applied to the entire length of the insulation which was then placed sequentially along the length of the lead between the vein sleeve and the yoke. A series of 0-silk ties were then made along the length of the lead to hold the insulation and glue in place. The parameters were rechecked and noted stable and unchanged. During a recent routine check on 09fe2022, this rv lead exhibited high out of range shock impedance measurement, measuring greater than 200 ohms. The rv threshold was increased and pacing impedance was stable. Patient isometric testing was performed with the patient performing arm movements in the clinic showed no change. The device was reprogrammed and the plan is to continue monitoring this patient. No additional adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that on (B)(6) 2014, a pre-operative chest x-ray was completed prior to a generator box change procedure, and within the pocket the right ventricular (rv) lead had twisted four times, with the twists tightly wound, presumably consequent to twiddling. This was "unraveled", one twist at a time and it was evident that at the twist closest to the vein tie, there had been some gouging of the insulation of the lead, although there was still insulation that was intact over the inner portion of the lead. The lead was disconnected from the generator and the lead parameters were checked and confirmed stable. Given the circumstances, it was considered best to try and provide additional insulation to this rv lead rather than electively introducing a new rv lead with the attendant ongoing risks of twiddling. A repair kit was opened and two lengths of insulation were cut open and glue was applied to the entire length of the insulation which was then placed sequentially along the length of the lead between the vein sleeve and the yoke. A series of 0-silk ties were then made along the length of the lead to hold the insulation and glue in place. The parameters were rechecked and noted stable and unchanged. During a recent routine check on (B)(6) 2022, this rv lead exhibited high out of range shock impedance measurement, measuring greater than 200 ohms. The rv threshold was increased and pacing impedance was stable. Patient isometric testing was performed with the patient performing arm movements in the clinic showed no change. The device was reprogrammed and the plan is to continue monitoring this patient. No additional adverse patient effects were reported. This rv lead remains in service. Received additional information the device alerted for a high out of range shock impedance measurement greater than 125 ohms on the rv lead. The rv threshold has also increased from 2v (volts) at 0.4ms (milliseconds) to 2.3v at 0.4ms. The device was reprogrammed to increase the shock impedance measurement limit to 150 ohms due stable trending. Technical services (ts) was consulted and provided troubleshooting and programming recommendations. Possible calcification or mineralization on the coils. At this time, the lead remains in service. No adverse patient effects were reported.